Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The patient's spouse was unable to wake the patient from sleep. The spouse checked the bg which was 31 mg/dl. The spouse called an ambulance, and the patient was transported to the emergency department where he received an unspecified IV and unspecified glucose. The patient recovered after treatment. At some point during the event, the cgm was reportedly 100 mg/dl while the bg was 22 mg/dl. After treatment in the hospital, the bg was between 90-100 mg/dl. The patient was release to go home the next day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid for bg reading of 22 mgdl and cgm reading of 100 mgdl. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.